Manufacturer narrative:
Explant date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported following a trial implant on (B)(6) 2019, the patient developed a hematoma. In turn, the patient was sent to the emergency room due to loss of function to their lower extremities. The patient underwent surgical intervention on an (unknown date) to treat hematoma and remove trial leads. No further information is known at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.